Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) in response to the 2011fca13 letter of peritonitis in a patient coincident with daniela pd4 ultra bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date the patient discontinued dianeal therapy. In (B)(6) 2011, the patient was hospitalized for an unknown indication and was on hemodialysis. The consumer reported that the hospitalization may have been attributed to the recalled capd product. On an unreported date in 2011, the patient experienced peritonitis. It was not reported whether remedial treatment was rendered or whether the peritonitis resolved. The consumer reported that they weren't sure if the recalled product was the reason or not for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.